Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with low tidal volume and constant rebreathing alarm. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) show that the air flow sensor u1 out of specification. This caused the air flow accuracy test to fail and the co2 rebreathing alarm to occur as well as the measured tidal volume being too low. Replacing the air flow sensor resolved the issue, the air flow accuracy test passed and no alarms occurred anymore during operation.